Event description:
It was reported that after a procedure using a multifix s peek 5.5mm implant, the patient experienced pain due to the anchor backing out. A revision surgery was necessary to remove the anchor. No additional details were provided regarding either procedure, however no further patient complications have been reported.

Manufacturer narrative:
Visual inspection and functional evaluation of the product could not be performed because the device was not returned for investigation. From the information provided, the patient experienced pain due to the anchor backing out. Additional information regarding the clavicle suggests degeneration. Per instructions for use the bone quality should be assessed prior to use. An exact root cause for the reported problem could not be determined. However, factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) bone quality where the anchor was implanted may have been poor or limited which could lead to implant pullout. The instruction for use (IFU) outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.